Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the tip of the bone screw broke during use. There were no pieces left in the patient and no reported delay in surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete. Received, but not yet evaluated.

Manufacturer narrative:
The device history records for small cannulated bone screws lot #62814123 and lot #63065306 were reviewed for deviations and/or anomalies with no deviations or anomalies identified. The lot 62814123 screw was not returned to zimmer biomet as it was reportedly thrown away during the surgery. This device is used for treatment. Initial product history search conducted on (B)(6) 2016 revealed no additional complaints against the related part and lot combinations. A definitive root cause for the damage of the screw tip cannot be determined.